Manufacturer narrative:
(B)(4). The device is currently shipping to bbm (B)(4) for eval. A follow up report will be provided after the examination results become available. (B)(4).

Event description:
(B)(4). Battery def. - pt did not get infusion: "I entered the isolation room in the morning at 8:20 o'clock and noticed that there was no infusion running into the pt's cvc. The line was well attached but the infusion pump was "black", i.e. Out of order. I started the device but there was nothing in the display and the memory was empty. In the infusion container there was plenty of liquid and according to our eval the consumption so far was only 100 ml. Pt is in a good condition.